Event description:
Customer called customer service on (B)(6) 2011 to request assistance setting-up her adc blood glucose meter. She further reported she received the meter on (B)(6) 2011, but because no one knew how to set it up, it wasn't used. Customer further noted that on (B)(6) 2011, she experienced "dizziness, sweatiness, weakness, confusion and tingling inside" with a resultant loss of consciousness. No third-party medical intervention was received. Customer self-treated by drinking orange juice. There was no report of death or permanent injury associated with these events.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product will be returned for investigation.